Manufacturer narrative:
Patient city: (B)(6), patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized as a result of diabetic ketoacidosis on (B)(6) 2024 and had high blood glucose level of 1000 mg/dl.the patient presented symptoms like vomiting and nausea during hospitalization. The length of hospitalization was from (B)(6) 2024. No further information available.